Event description:
Provider placing a device lead and was in process of breaking away the splittable sheath when the wing on the sheath broke off and the sheath did not split appropriately. Hemostat used to break away sheath. No harm to patient noted, lead did not move.